Event description:
It was reported that the device had a force at zero failure with -0.84 pounds. No patient injury reported.

Manufacturer narrative:
The device was received with both seals intact and in excellent condition. The history log showed force sensor test error. Power up process, check and test force sensor. Found force sensor test error was found at power up, failed force sensor reading, at 0.00 lbs the force reading is -0.84 lbs and the count is 0.00 (at 0.00 lbs the count should be at 30s). Force sensor was out of calibration. The root cause was unable to determine. The tech pump will convert to loaner after investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.